Manufacturer narrative:
MFR's report date 3/7/97. The pump and IV set were returned for evaluation. The pump was programmed to detect 100 microliters of air. Visual and functional testing was performed on the pump and IV set and no failures were noted on either device. Both were found to meet all MFR's specifications. Extensive air-in-line testing, using the returned set, was performed on the pump with limits set at 100 microliters. Pump detected air in the line correctly when bubbles were 100 microliters or greater and did not detect air in line when bubbles were less than 100 microliters. The pump was found to be operating as designed. The cause for the air entering the set is unk at this time. The MFR will trend for this type of report.